Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 10/14/2009 and 10/27/2009 by phone, fax, and mail. Additional info was received by phone. The questionaire will not be completed. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported that both she and the pt are "happy" with the outcome.